Manufacturer narrative:
(B)(4). D10. Unknown dual cup mobility 48/28 item# unk lot# unk. Unknown zweymuller stem non-cemented size 5 item# unk lot# unk. G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left total hip replacement on an unknown date followed by multiple revisions. Subsequently, the patient underwent stage 1 of a 2-stage revision due to staph aureus infection approximately 3 weeks post-implantation. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records and steriilization certificate cannot be performed without product identification. A review of the complaint history could not be performed due to missing reference and lot numbers. This complaint was initiated due to the reported event being mentioned in medical records provided (patient history/anamnesis). Based on this, the reported event can be confirmed. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. Due to limited information provided, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.